Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b6, b7, g2, h6, h8. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely image is not displayed due to damage on charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope image was not displayed due to damage on charge-coupled device unit. The issue was found during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.